Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the esophagogastric junction during an open total gastrectomy, the device did not fire. They used a new product to complete the case. There was no patient injury.